Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 300 mg/dl at the time of hospitalization. Customer¿s blood glucose level of 400 mg/dl at the time of incident. Customer was treated with intravenous insulin. Customer had blood glucose level of 225 mg/dl. Drive support cap was normal. Customer stated that there was no leak and air bubble. Customer was alleging insulin pump for under delivering because customer was giving bolus but the blood glucose level was not going down. Customer stated that the cannula was kinked twice. The insulin pump will not be returned for analysis.